Event description:
It was reported that the patient was in followup and the device battery status was ok. One week later, the pacemaker was not working and there was no telemetry or magnet response. The patient had experienced a loss of consciousness. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).